Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found one sample had the cannula bend with foreign matter stuck to the adhesive and missing base cap. During functional testing, tubing set was connected with the base and a testing purpose syringe was used to pass water through the tube. A leak was detected between the base of the cannula. During a review of the manufacturing process, the inserter assembly operation was audited by the quality engineer and it was performed by the production personnel and training records were reviewed, operators are trained on operations that were performed. Maintenance records were also reviewed and no anomalies were detected. During functional testing, no detachment was detected in any of the tested samples and the cannula was not removed from the site. The retractor assemblies are one hundred visually inspected by the production personnel to assure that the needle is properly threaded. Quality control also performs an in process audit at one hour intervals to verify that needle is properly threaded on the retractor assemblies. Four samples of the production floor inventory were taken to perform fictional testing. Buckle was connected to the base and a syringe was used to pass water through the tube; no leaks were detected during testing. Production personnel verifies one hundred percent that the part (or assembly) has the correct components, features, elements and or shape. The retractor assemblies are one hundred percent visually inspected by the production personnel to assure that the needle is properly threaded. Quality personnel performs inspection at start up and at least every three hours to ensure that only bubbles stream out of the needle tip only when buckle is submerged under water. Quality personnel performs an in process audit at one hour intervals to verify that needle is properly threaded on the retractor and base assemblies. The root cause of the reported issue was found to be production personnel did not detect the missing cap on the base. An alert was generated to ensure that operators can detect the missing cap and incorrect assembly.

Event description:
It was reported that there were incidents of leakage over the last two months. No patient injury was reported.